Event description:
Olympus reports suspected contamination of washer-disinfectors (dsd-201's) and/or olympus bronchoscopes with mycobacteria. 2 pts underwent bronchoscope procedures and their bal samples tested "positive" for ppd (tb) and same acid fast bacilli ("afb"). Same bronchoscope was used on both. Another pt underwent a bronchoscope procedure with "negative" sample results.